Event description:
The device was to be used for stent placement in the bile duct. When straightening the pigtail, the pigtail became kinked, so another device was used instead. Further information (B)(6) 2020; the stent was in contact with a wire guide when the pigtail was straightened. The user cannot remember the size of the wire guide. The pigtail was straightened with a straightener.

Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1665823 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2020. On evaluation of the device kinks were observed on the 02nd, 04th and 05th portholes on the pigtail on the non-tapered end of the stent, on the 05th porthole on the pigtail on the tapered end of the stent and on the 03rd porthole on the tapered end of the stent. Damage was observed after the 05the porthole on the inner lumen of the stent on both pigtails. The pigtail straightener was not returned and a 0.035¿ wire guide could not pass the kinks. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. Additionally, in step 1.12 of fqc0148, the manufacturing team member (mtm) is instructed to ¿verify size of wire guide before each use. Insert wire guide into both ends of stent.¿ a review of the manufacturing records for zebd-7-7 of lot number c1665823 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1665823. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a possible root cause could be attributed to kinking of the device as it was straightened with the pigtail straightener. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was to be used for stent placement in the bile duct. When straightening the pigtail, the pigtail became kinked, so another device was used instead. Further information 14/feb/2020; the stent was in contact with a wire guide when the pigtail was straightened. The user cannot remember the size of the wire guide. The pigtail was straightened with a straightener.